Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis, gastrointestinal bleeding, neurologic dysfunction, elevated ldh, high pitched sound, and aortic insufficiency could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. No product is available for investigation. The heartmate ii lvas IFU (rev. C) lists bleeding, device thrombosis, hemolysis, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas instructions for use (IFU) and patient handbook both direct the user to call a hospital contact right away if they notice a change in how your pump sounds, feels, or works. The IFU states that any reports of sound or system motion changes by the patient should prompt evaluation for cause, including the possibility of device malfunction. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's heart transplant was reported under MFR# 2916596-2020-05695 and user facility (uf) report # (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with stroke like symptoms. The patient¿s target international normalized ratio (inr) goal of 2-3. Patient with multiple low inr¿s in the prior 6 months. The patient is not taking coumadin as ordered and eating greens. Not on aspirin due to gastro-intestinal bleeding. Heparin started. Lvad flows in the 5¿s and power in the 6¿s with occasional increases to 7¿s on flow/power. Vital signs stable (vss). Lactate dehydrogenase (ldh) 376 u/l (normal range for patient in 200¿s). Lvad noted with an abnormally high-pitched sound. On (B)(6) 2020, CT scan performed with noted thrombus to outflow graft and global cardiac enlargement. On (B)(6) 2020 echo with no change in lv with change in lvad speed. On (B)(6) 2020, the patient underwent a heart transplant. No additional information was provided.